Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06r86-22 that has a similar product distributed in the us, list number 06r86-20.

Event description:
The customer reported a false negative architect sars-cov2-igg result for a patient. The following data was provided (reference range: < 1.4 s/c is negative, >/= 1.4 s/c is positive): on (B)(6) 2020, sid: (B)(6) = sars-cov-2 igm = 2.89 s/c (positive), sars-cov-2 igg = 0.71 s/c (negative), rt-pcr = negative. On (B)(6) 2020, sid: (B)(6), (same patient collected on (B)(6) 2020) = sars-cov-2 igm = not available, sars-cov-2 igg = 5.22 s/c (positive), rt-pcr = negative. In (B)(6) 2020, the customer ran a sample of the patient on the medical system platform, and generated the following results: igg =1.149 au/ml (cutoff: < 1 au/ml) (positive); igm = 0.676 au/ml (cutoff: < 1 au/ml) (negative); rt-pcr = negative. The patient had tested positive for sars-cov-2 in (B)(6) 2020. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false negative architect sars-cov-2 igg results included a search for similar complaints, and the review of complaint text, trending data, labeling, scientific literature and device history records. Testing of the returned patient sample returned a negative igg result which aligned with the customers observation 0.75 index. The patient was also tested for architect sars-cov-2 igm and a reactive result of 3.60 index was generated inhouse; which also aligns with the customer result. The patient was also tested with the architect sars-cov-2 igg ii quant (6s60) assay which is designed to detect immunoglobulin class g (igg) antibodies to the nucleocapsid protein of sars-cov-2 and a reactive result of 1034.2 au/ml was obtained inhouse. Based on the fact that the patient sample was reactive on the igg ii quant and the igm assay and elevated although negative on the igg assay, the subject should be considered positive for the antibody. The igm response may be longer in duration for some patients. In-house testing for reagent lot 20224fn00 for both clinical specificity and sensitivity was completed using a retained sample of the complaint lot and indicates that the lot is performing acceptably. Device history record review on lot 20224fn00 did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. The patient had tested positive for sars-cov-2 in march 2020 but no information about the method was provided. In (B)(6)2020, the patient sample was tested on the maglumi platform and generated a positive igg, and a negative igm and pcr result. In (B)(6) 2020, the patient was tested from a (B)(6) 2020 collection and generated positive sars-cov-2 igg results and negative pcr results. In (B)(6) 2020, the patient sample generated a negative sars-cov-2 igg result and pcr result, with a positive result for sars-cov-2 igm. In this case, the negative igg result was generated 6 months after the patient tested positive for sars-cov-2. A direct comparison should not be made between the architect sars-cov-2 igg assay and the maglumi assay. The architect sars-cov-2 igg is designed to detect immunoglobulin class g (igg) antibodies to the nucleocapsid protein of sars-cov-2 whereas the maglumi assay is designed to detect antibodies against the spike antigen of sars-cov-2. Per product labeling, negative results do not rule out sars-cov-2 infection, particularly in those who have been in contact with the virus. Follow-up testing with a molecular diagnostic should be considered to rule out infection in these individuals. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. According to the patel r, et al, ¿report from the american society for microbiology covid-19 international summit, 23 march 2020:value of diagnostic testing for sars¿cov-2/covid-19¿, mbio 11:e00722-20, it is unknown for certain whether individuals infected with sars¿cov-2 who subsequently recover will be protected, either fully or partially, from future infection with sars¿cov-2 or how long protective immunity may last. The study by quan-xin long et al, ¿clinical and immunological assessment of asymptomatic sars-cov-2 infections¿, nature medicine, showed that antibodies declined in both asymptomatic and symptomatic covid-19 patients during the early convalescence phase. It was observed that igg levels and neutralizing antibodies in a high proportion of individuals who recovered from sars-cov-2 infection start to decrease within 2¿3 months after infection. To assess the clinical performance of the assay, a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at = 14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from 1 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at = 14 days post-symptom onset was 96.77% (95% ci: 90.86, 99.33). This study was based on a hospitalized/symptomatic population. Differences in antibody responses between populations, based on more severe versus less severe illness, are consistent with published reports, zhao j et al. 2020. Antibody responses to sars-cov-2 in patients of novel coronavirus disease 2019. Medrxiv. Review of the manuscript, bryan et al. 2020. ¿performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho¿ j. Clin. Microbiol, doi: 10.1128/jcm.00941-20, showed sensitivity data consistent with product labeling. 125 patients who tested rt-pcr positive for sars-cov-2 for which 689 excess serum specimens were available was tested and it was found that sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. Based on the investigation architect sars-cov-2 igg reagent lot 20224fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg reagent was identified.